Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began at approximately 2:45am on the same day she contacted lfs for assistance. She claimed she observed several blood glucose values ranging from 361-462mg/dl performed within 15 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within the expected value of <=20% and/ or <=20 mg/dl. The patient informed the cca that she manages her diabetes with humalog insulin through pump therapy and administered 10.5u humalog insulin at approximately 3am in response to the high readings. Approximately 2-3 hours later, she claimed she developed symptoms of "shaking, sweating, hunger, dizziness and vision impairment." The patient then retested between 5-6am with the subject meter and received values of "374 and 395 mg/dl." She reported that she also tested on her back-up meter (onetouch ultramini) between 5-6am and reportedly observed a value of "40mg/dl" and was treated with food and/or drink by a non-hcp immediately testing. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The patient discarded her test strips after the issue occurred. A control solution test was not performed. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. In addition, the patient claimed that she retested during her symptoms and the subject meter results did not correlate with her symptoms.

Manufacturer narrative:
The meter involved with this complaint was returned to lifescan (lfs) on (B)(6) 2012 although product analysis has not yet begun. Once the evaluation is complete lfs will inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Manufacturer narrative:
Device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.